Event description:
The customer reported that a pt wearing a hipster got up to go to the bathroom and urinated on himself causing him to slip and fall. The pt rec'd a left hip fracture. The facility was calling to inquire if the pads should be replaced after a pt fall, which they were informed that the pads should be replaced after any pt fall or if any wear or tear is seen to the product. The facility indicated that they have not been doing this but will start going forward. The facility indicated that the hipsters the pt was wearing was old and frayed looking but they discarded them after the incident. The pt underwent surgery on (B)(6) 2012 to have screws put in their left hip and is recovering at the hospital.

Manufacturer narrative:
The product involved was discarded by the hospital and will not be returned for eval. Facility indicated the product in use was old, frayed and pads were never replaced. Note: posey's instructions for use warning label indicates to check foam pads after each washing by removing the pads from the hipster pocket. Replace cracked, broken, or damaged pads or pouches at once, or discard. If a pt falls with hipster on, replace the pads before pt use. (B)(4).